Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient is deceased and implantable pulse generator (ipg) exhibited an "episode" prior to expiring and may not have captured event that may have prevented death.